Event description:
Some patients have reported that one of the black support pieces of the home monitor was missing in the packaging. Preliminary analysis revealed that there is no dedicated check of the presence of this black support performed prior to the release of the device.

Manufacturer narrative:
In-house investigation revealed that, in the verification process performed by sampling prior to the release of the products, there is no dedicated check related to the presence of the black supports. The black supports are added by an external supplier and they follow a visual check by sampling at the manufacturer's level. The reported event is most probably related to a control default at the manufacturing level. This case is recorded for trending purposes.

Event description:
Some patients have reported that one of the black support pieces of the home monitor was missing in the packaging. Preliminary analysis revealed that there is no dedicated check of the presence of this black support performed prior to the release of the device.